Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01752. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic artery using penumbra coil 400s (pc400s). During the procedure, the physician felt resistance and was unable to advance a pc400 through the hub of a non-penumbra microcatheter; therefore, the pc400 was removed. The physician then successfully placed two non-penumbra coils using the microcatheter. The physician attempted to advance a new pc400, however again felt resistance and was unable to advance through the hub of the microcatheter. The physician therefore removed the pc400 and microcatheter, and flushed the microcatheter. The physician then reinserted the same microcatheter and re-attempted to advance the two pc400s, but was still unable to. The procedure was therefore completed using the same microcatheter, new pc400s, and additional coils. There was no report of an adverse effect to the patient.